Manufacturer narrative:
(B)(4)

Event description:
New information indicated that the lead exhibited loss of capture at high output.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited high capture thresholds. The lead was no longer used and a new lead was implanted. No patient symptoms were reported.